Event description:
It was reported that customer experienced issues with charging pump, poor screen sensitivity, and a frozen touchscreen that did not respond to input. Customer¿s blood glucose level was reported as high, but specific value was unknown, and there was no reported need for emergency assistance. Customer gave a correction insulin injection with multiple daily injections, planned to use multiple daily injections as backup insulin therapy.